Event description:
The hosp reported that during three endoscopic vein harvesting procedure, the hemopro device began overheating and smoking. It was unk if this was discovered during precauterization testing or while in the pt. The device was taken out of service. Replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed the silicone jaw boots were burnt and melted from the tri-heater assembly. Based upon the condition of jaw boots, the reported complaint is confirmed. Resistance testing was conducted and results were within specifications, which indicate that the micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. Results from testing showed that no electrical non-conformities were found on the hemopro device after several device activations. The device meets electrical product specifications. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.